Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: 17919969. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had some milky fluid discharge in the implantable pulse generator (ipg) site but it came back negative for infection per physician. The patient underwent spinal cord stimulation (scs) explant procedure. The patient is feeling good postoperatively. No product will be returned facility disposed of explanted product.